Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that dashes (---) were noted for the sensor and rate parameters. A microprocessor download was performed, but a few weeks afterward, the patient returned with dashes for the same parameters.